Event description:
On (B)(6) 2013, the reporter stated that on an unk date, the nexiva was inserted. On (B)(6) 2013, there was redness and a formation of an abscess. On (B)(6) 2013, an abcess was removed by a surgeon. On (B)(6) 2013, an antibiotic was being administered. No further info is available.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete, the info will be sent as a supplemental.